Manufacturer narrative:
Further information surrounding the event have been requested but have not yet been received. A supplemental MDR report will be sent when the investigation is completed. (B)(4).

Event description:
(B)(4).